Manufacturer narrative:
(B)(4). Date sent 6/23/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap cholecystectomy, put the staple across the common bile duct, the staple failed to close completely at the back end of the staple causing bleeding and bile leakage from the site. The surgery was delayed. Action taken to control bleeding and bile leakage. Second stapler used. The procedure was successfully completed.

Manufacturer narrative:
(B)(6) date sent: 6/27/2025. Additional information was requested, and the following was obtained: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Patient status is fine. No extension of stay.

Manufacturer narrative:
(B)(4). Date sent 7/21/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 7/23/2025 d4 batch #c9e378 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In an attempt to replicate the reported incident, the device was tested for functionality. In order to evaluate the performance of the device, the jaw was readjusted and in the next actuations, one(1) conforming clip was fed and formed; finally the device locked out as intended. However, it is known from the history of the device that jaw disengaged condition may lead to malformed clips. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device batch c9e378 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 7/1/2025 corrected data: b3. Additional information: event details: date 12/06/2025. Event description surgeon was performing lap chole, put the staple across the common bile duct, the staple failed to close completely at the back end of the staple causing bleeding and bile leakage from the site. When the event occurred 0945 procedure lap cholecystectomy surgeon howard fan. Patient info: I will need to discuss this with the surgeon prior to releasing pt information patient status/ outcome extended operating time to control bleeding and bile leakage, second stapler opened. Patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Need to follow up with surgeon still was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required age 84years sex/gender female.